Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that after inserting the cooling catheter it was noted that there was a kink right at the top junction of the tubing where the tube transitions from blue to clear. Another kit was opened and a different insertion method was used to place the catheter. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
The cooling catheter was returned and analyzed. There was no apparent kink in the tubing of the returned catheter, but the tip was burnt. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the laser was fired at a test dose, but the site realized it was still inside the peel away sheath. Upon retracting the peel away sheath and inspecting the setup, the kink was noticed. Given that could lead to improper saline flow, it was advised to replace it. It was noted that lasers had been fired inside the peel away sheaths in error in the past, and no char had occurred, so the issue could have been a lack of saline flow from the kink. The laser and catheter were replaced in the peel away sheath and the sheath retracted, so it performed as intended afterwards.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.